Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which included the following information: a customer noted experiencing "vagal attacks" while using the freestyle libre sensor in which "pt reports that shortly after using the sensor, he began having 1-3 vagal nerve attacks daily which involved presyncopal or syncopal episodes that lasted for a few seconds. Pt states that he has pmhx of vasovagal syncope which was usually induced by stress but was unsure why he began having these attacks daily, pt reports that he had ekgs. Heart monitoring for 14 days, alteration of his bp medication and close follow up with his cardiologist and endocrinologist to figure out the cause of vagal nerve attacks with no avail. Pt reports that about 2 weeks ago, while showering he had a vagal spell and when the caretaker came in to check on the pt, the caretaker received 3 small shocks and the pt told his caretaker about the small battery in the sensor." The customer's caregiver and endocrinologist advised that he no longer use the device. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which included the following information: a customer noted experiencing "vagal attacks" while using the freestyle libre sensor in which "pt reports that shortly after using the sensor, he bagan having 1-3 vagal nerve attacks daily which involved presyncopal or syncopal episodes that lasted for a few seconds. Pt states that he has pmhx of vasovagal syncope which was usually induced by stress but was unsure why he began having these attacks daily, pt reports that he had ekgs. Heart monitoring for 14 days, alteration of his bp medication and close follow up with his cardiologist and endocrinologist to figure out the cause of vagal nerve attacks with no avail. Pt reports that about 2 weeks ago, while showering he had a vagal spell and when the caretaker tcame in to check on the pt, the caretaker received 3 small shocks and the pt told his caretaker about the small battery in the sensor." The customer's caregiver and endocrinologist advised that he no longer use the device. There was no report of death or permanent injury associated with this event.